Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery drawer was broken, one side bail cover, one side bail, ring cover, ring and ring cover screw were missing and the battery flex was contaminated. (B)(4).

Event description:
It was reported the case is broken. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.